Manufacturer narrative:
The model#, lot# and expiration date were not provided. The manufacture date was not determined. Lancets/ lancing devices are not 510(k) cleared. In some countries outside the us, customer information is not provided due to privacy laws.

Event description:
The complainant, from (B)(6), was accidentally stuck with somone else's lancet. She was advised to see her doctor due to possible contamination from a used lancet. No product was replaced.